Event description:
After initial shock, the device did not talk or analyze.

Manufacturer narrative:
A follow-up report will be submitted after welch allyn's engineering dept. Has finished the evaluation of the device.